Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for bowel dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient recently had surgery to replace the implantable neurostimulator (ins) battery and lead wire because at some point it had quit working and they said the lead was disconnected and the ins battery was dead. The revision had occurred this past tuesday, (B)(6) 2016. No symptoms reported. The issue started maybe (B)(6) 2016. A manufacturing representative (rep) later reported that it was due to end of the life, and the lead and battery were replaced by the physician's discretion.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.